Event description:
A us distributor reported that a charger had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (integrated charger problem) was confirmed due to an internally shorted u13 cmos flash microcontroller on the bedside board. The charger was unable to recognize battery packs. The root cause of the shorted microcontroller was unable to be positively identified. There was no adverse event that resulted from the damaged charger.